Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a tonsillectomy, the evac 70 wand overheated. Also, the tip was broken. The procedure was successfully completed without significant delay using an s+n back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode wires are partially detached. Product was out of the original packaging. No packaging returned. A review of the customer provided image shows a used wand with a detached electrode. The original packaging confirming part number eic5872-01 and lot number 2064382. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma and coagulation with the remaining piece of the electrode wires as intended. Saline and suction both performed as intended. No overheating observed. The failure of electrode damage was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. The failure of overheating was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.